Event description:
In february after an MRI they programmed the valve with the vpv programmer. (Before they always used an old programmer) after the programming they made an x-ray to check the pressure. On x-ray a loose part inside the valve was clearly visible. The pt had no problems but the peritoneal catheter had to be changed (too short) thus the surgeon decided to explant the valve and replace it by a new one.